Manufacturer narrative:
No lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending and analysis is performed monthly per pr-00023, where a cross-functional team meets to review complaint trends, medical device reports ((B)(6)), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon appeared to have unraveled at some point before removing. After removal, she checked herself and found additional absorbent material inside of her. She did not seek medical attention and feels she was able to remove all the pieces.